Event description:
Pump was reported to overinfuse. Pump was set to infuse heparin at a rate of 4ml/hr. The bag was found empty when there should have been 200ml left in the bag. No pt injury was reported although unknown treatment was required. The user facility report received by writer contained blacked out info. The pt's age, the pump's serial number and any contact info was not provided to writer.